Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with energizer alkaline battery installed. The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, an error test and self test. The device had cracked battery tube threads, cracked reservoir tube and window and cracked reservoir tube lip. Data analysis: the download history file begins with an error alarm on (B)(6) 2005 followed by multiple different alarms. Daily totals details from (B)(6) 2005 through (B)(6) 2005 listed the daily total insulin = 0.00 u. There is no data listed for the dated of (B)(6) 2014. Although, the unit was received with a battery; it appears that the device was without a battery for a period of time that caused a reset to factory default when the battery was inserted by the customer. The unit then was monitored for 24 hours with no unexpected error alarms noted. However, the alarm history showed an error alarm due to corrupted history files.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer's husband reported that the customer passed away. The blood glucose reading at the time of the event was 97 mg/dl. The cause of death was kidney failure and customer's husband reported that there had been fluid buildup from dialysis. He stated that the customer had been wearing the insulin pump at the time of death. Nothing further was reported.